Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the fiber was broken in two pieces with an additional break on one of the pieces, thus confirming the reported allegation of fiber being broken upon unpackaging. However, burn marks were identified on the fiber connector, indicating that this fiber had been used prior to this time. Burn marks on a connector face can be caused by prolong use of the device and or the blast shield being damaged. In addition, the aim beam can become misaligned and may overheat the connector. In this case, the customer mentioned that the fiber was not attached to the fiber hub, it is likely that the interaction between the fiber and console may have led to the connector overheating causing the burn marks observed on the connector face, this overheating then led to the connector separation observed. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. For the moses 200 d/f/l lp fiber, verify that the ball tip is complete and not damaged. A conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the fiber was not attached to the fiber hub upon opening the package. Another fiber had to be used to complete the procedure. There were no patient complications. Analysis of the fiber identified a fiber connector fracture a burn marks on the connector face, indicating this fiber had been used.